Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as boil/cyst that became infected. There was no alleged device malfunction contributing to the irritation. The patient¿s physician lanced boil and recommended removing lv until area healed. The outcome of the irritation is unknown as follow up attempts were unsuccessful.